Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that device did not power up and the triggers were sticking. The assignable root cause was determined to be due to component wear from use. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the battery handpiece device had no power. It was not reported that the malfunction occurred during surgery. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.